Manufacturer narrative:
(B) (4): eval results - a work order search was performed and there were no similar complaints found. Conclusion - based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B) (4).

Event description:
It was reported that the surgeon inserted a micl13.2 implantable collamer lens and the lens tore as it was inserted. The lens was removed and the back up implanted without any pt injury.